Event description:
It was reported that pump had damage to screen and was unresponsive. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.